Manufacturer narrative:
Reliability analysis inspected 2 opened/used enlite sensors and found 1 of 2 inside sensors broken part still attached to sensor cannula tubing. See attachment picture for more details unable to confirm cust received sensor damage due to cust returned opened/used. Missing 1 needle. Unable to test adhesive anomaly due to open/used sensor.

Event description:
Customer reported via phone call that sensor was damaged and broke when taking out of the sensor. Customer reported that issue occurred with two sensors. Customer also reported that serter was not releasing sensor after second button push. Customer's blood glucose was unknown. After troubleshooting, customer was advised that sensor and serter would be replaced.